Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the user reported a retraction issue resulting in a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: needle did not retract after activating the safety button. Due to this a needle slick injury occurred, the phlebotomist stuck herself since she was under the impression the needle did retract.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the user reported a retraction issue resulting in a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: needle did not retract after activating the safety button. Due to this a needle slick injury occurred, the phlebotomist stuck herself since she was under the impression the needle did retract.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retention samples from the bd inventory were functionally tested and the customer's indicated failure mode of failure to retract was not observed as all needles retracted as expected. Bd was unable to identify a root cause for the customer¿s indicated failure mode of failure to retract. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.